Event description:
A customer reported non- reproducible positively biased total b-hcg results from both qc and patient samples biased result were reported and questioned by the physician. Biased results of the magnitude observed my lead to inappropriate physician action. There was no report of the patient harm as a result of this event.